Manufacturer narrative:
An event regarding alleged instability of a triathlon ps x3 tibial insert was reported. The event was confirmed. Method & results: device evaluation and results: not performed as no devices were returned for evaluation. Medical records received and evaluation: an office visit exam on (B)(6) 2014 indicated hyper extension of the surgical left knee. Additionally, the knee was felt to be grossly unstable with medial/lateral translation, and the box of her pcl was felt to be catching. Medical records provided were reviewed by a clinical consultant on 16-jan-2016. The clinical consultant concluded that the primary harm is prosthetic tka instability. The clinical consultant noted that there was no evidence the instability was primarily caused by the implant, or instruments used in its implantation, and that there was insufficient documentation to complete the assessment. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: an office visit exam on (B)(6) 2014 indicated hyper extension of the surgical left knee. Additionally, the knee was felt to be grossly unstable with medial/lateral translation, and the box of her pcl was felt to be catching. Medical records provided were reviewed by a clinical consultant on 16-jan-2016. The clinical consultant concluded that the primary harm is prosthetic tka instability. The clinical consultant noted that there was no evidence the instability was primarily caused by the implant, or instruments used in its implantation, and that there was insufficient documentation to complete the assessment. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
Patient states their left knee was revised due to instability and looseness in the knee. Patient states they take ibuprofen for pain and that the pain is manageable.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient states their left knee was revised due to instability and looseness in the knee. Patient states they take ibuprofen for pain and that the pain is manageable.